Event description:
The account alleged the side rail would not lock in the up position. No patient impact.

Manufacturer narrative:
The technician found the side rail latch was too tight and all gummed up. The technician cleaned the side rail latch to resolve the issue.